Manufacturer narrative:
The pod was received with the formed needle extracted out of the pod, confirming the reported event of needle not retracted. During investigation, when the top housing of the pod was opened, formed needle was found not seated in the slide retract. The slide retract had also damaged indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying needle. There was evidence of blood on the adhesive pad, notable near the bottom housing window. The exposed formed needle contributed to the reported pain during insertion and bleeding/bruising at the pod infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 280 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels and patient experiencing bleeding and pain, patient's mother found the needle had not retracted as intended; this indicates a needle mechanism failure occurred. As treatment, a new pod was applied.